Manufacturer narrative:
The device was retained by the hospital. This report will be updated should additional information become available or upon return and completion of analysis.

Event description:
Boston scientific received information that this pacemaker system exhibited pacing inhibition on the right ventricular (rv) lead. This pacemaker was explanted and replaced, and the rv lead was surgically abandoned and replaced. No additional adverse patient effects were reported.